Event description:
A with chronic heart and lung disease went in for aaa repair in 2008. The pt had a very tortuous neck with an 80 degree angle. After placing the graft, the physician was unable to remove the delivery system due to the device not being docked before releasing. The pt was converted to open surgical repair and device explanted. Pt was transferred to itu and recovering relatively well. Update on the following month: pt has recovered well and now out of hdu.

Manufacturer narrative:
Eval: this event is still under investigation.